Manufacturer narrative:
The investigation of the returned device found discoloration inside the device, which is evidence of an internal fluid leak. Blood was also noted inside the pod. A leak test was performed, which confirmed the presence of a leak in the fluid path caused by a tear in the cannula tubing. The leak would have resulted in insulin coming into contact with internal components and assemblies, ultimately causing the device to fail. A malfunction is confirmed to have been a contributing factor to the customer¿s high bg levels. Insulet has initiated an internal investigation into this particular failure mode and has taken action to minimize and prevent its recurrence. A risk assessment has been conducted as well as ongoing monitoring to ensure that this level of failure does not exceed action limits (as defined by insulet¿s internal procedures). Manufacturing improvement activities are in process. The omnipod user¿s guide warns that ¿if your reading is above 500 mg/dl, the pdm displays ¿high check for ketones!¿ this indicates severe hyperglycemia (high blood glucose),¿ and to treat hyperglycemia it advises ¿if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider¿s guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod. Then contact your healthcare provider for guidance.¿ the user guide also advises that ¿when you routinely check your blood glucose level, you can identify and treat high or low blood glucose before it becomes a problem. Check your blood glucose (bg) at least 4 to 6 times a day: when you wake up, before every meal, and before going to bed.¿

Event description:
Customer¿s mother report that the device was activated on (B)(6) 2011, at 6:22 pm (no blood glucose result reported at that time). At 8:30 pm she administered a 12.5 unit insulin bolus for 150 grams of carbohydrate being eaten (no bg test reported at this time). At 9:56 pm her daughter¿s bg measured ¿high¿ (>500 mg/dl). A 5.75 unit correction bolus was given; at 10:10 pm her bg was 455 mg/dl. The device was deactivated; the caller reported that the site bled profusely when it was removed when it was removed and that the device was filled with blood.